Manufacturer narrative:
(B)(4).

Event description:
The product was returned and evaluated. An external visual inspection was performed and passed. A receiver charge and boot was performed and passed. A receiver download was performed and passed. A receiver functional test was performed and passed. The receiver case was opened, and an internal visual inspection was performed and passed. The share log was reviewed and did not confirm the complaint. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was a trend arrow issue. Data was provided for investigation. Confirmation of the complaint was undetermined via data. The probable cause could not be determined via data. No injury or medical intervention was reported.